Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.038.210s; lot: h566121; part manufacture date: april 09, 2018; manufacturing location: elmira; part expiration date: february 28, 2028; nonconformance noted: n/a. A review of the device history record (DHR) revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated screw 110mm - sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Investigation flow: broken. Visual inspection: the device was found to be broken in the threaded section. Approximately half of the threaded portion was missing and was not returned. The device was found to have normal surface wear from implantation, use, and explantation of the device. No new malfunctions were identified during investigation. X-rays were not returned; therefore an embedded device could not be confirmed. The received condition agrees with the reported condition; therefore the complaint is confirmed. Drawing/specification review: the device drawings were reviewed during investigation. It was determined that there were no design changes which would impact the complaint. Dimensional inspection: the inner diameter of the cannulation at the broken end measured 3.46mm which is within the specification of 3.5mm +0/-0.12. Measured using vermont gage pin. This complaint condition is adequately covered by the risk assessment. Material/hardness review: a review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. No definitive root cause was able to be determined as the post-operative conditions which the device experienced are unknown. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: tfna nail (part: 04.037.163s, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, a trochanteric fixation nail advanced (tfna) fenestrated lag screw was discovered to be broken. The patient complained of pain and the surgeon ordered an x-ray. The x-ray showed that the tfna fenestrated screw was broken. The 1cm distal portion of the lag screw had broken off at the fenestration hole. The patient was revised to a dynamic hip screw (dhs) system. The broken tfna screw fragment was left in the patient. The surgery was successfully completed with no surgical delay. Patient status is unknown. Concomitant devices: tfna nail (part: unknown, lot: unknown, quantity: 1). This report is for a tfna fenestrated screw 110mm. This is report 1 of 1 for (B)(4).